Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that a scratch lens was noticed after implantation. The lens was exchanged during an initial procedure. However the eyesight is no better than before. Additional information has been requested.

Manufacturer narrative:
The event of scratched lens has been captured in the linked file for the same patient . No further report required from this file as it is no longer considered to be a malfunction. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).